Manufacturer narrative:
Insulin pump was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify weak battery, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged and had battery life issues. The customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump had crack in the case and the battery life was too short. The insulin pump was returned for analysis.